Event description:
Procedure type: sigmoid resection. According to the reporter: once the eea was fired and it was found that there were no staples in the device and the anastomosis was not successful. Subsequently a colostomy was performed to complete the procedure. The pt is currently recovering.